Manufacturer narrative:
The field service representative (fsr) initially was not able to confirm the complaint. However, the complaint was confirmed in the log review. The logs showed calibration failures due to excessive back pressure most likely caused from vaporizer. The epgs was calibrated many times and the system was ran at various settings all without failures. A full gas system release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the electronic patient gas system (epgs) oxygen (o2) value was fluctuating. No other details regarding the nature of this event were provided.

Event description:
Per clinical review: the team had an incident on (B)(6) 2021 during cardiopulmonary bypass (cpb) with the electronic patient gas system (epgs) system on the heart lung machine. The team had to calibrate the system three times for it failed on the first two calibrations, and passed on the third calibration. During cpb the systems set vs actual fraction of inspired oxygen (fio2) ranges were in disagreement. The system did display error messages a few times during the procedure - oxygen sensor and blender disagree. The team opted to continue the procedure without issue. The patient oxygen ranges were appropriate. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The reported complaint was confirmed via information obtained in the log review. Per data log review, the gas system failed calibration on the first two attempts with an 'oxygen (o2) sensor out of range at calibration' message. The sensor value was very low, two and 0. The third attempt to calibrate was successful with a sensor value of 2220 millivolt (mv), much different than the first two attempts. This indicates a possible intermittent sensor or connection to the sensor issue. The o2% readings were frequently very high (>100%) causing o2 sensor and blender disagree events which will indicate calibration is needed. These likely occurred for the same reason as the failed calibrations. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received stated that the issue occurred during cardiopulmonary bypass. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the tubing was replaced after the procedure and no further issues were reported.